Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during the removal of bile duct stones on (B)(6), 2010. According to the complainant, the cutting wire was able to bow, however the physician could not straighten the tip of the device and despite several attempts, the tome could not unbow. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during the removal of bile duct stones on (B)(4), 2010. According to the complainant, the cutting wire was able to bow, however the physician could not straighten the tip of the device and despite several attempts, the tome could not unbow. The procedure was completed with another stonetome stone removal device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation of the returned device found that the working length was twisted. The exposed cut wire was intact and in a normal/relaxed state. The length of the exposed cut wire was measured and meets specification. Functionally, the device was able to bow past 90 degrees which meets the minimum bowing specification. When the handle was released, the tome was able to unbow as intended. The condition of the returned unit was not consistent with the complaint incident that the tome tip failed to unbow. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.